Event description:
Additional information indicated this device was explanted.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.61 volts and charge time measurements of 18.4 seconds. Elective replacement indicator (eri) has not been declared at this time; however, the physician would like to replace the device due to the long charge time measurements and the needs of the patient. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.